Manufacturer narrative:
Fluid was found to leak from a tear in the exposed portion of the soft cannula. Because the timing and cause of this soft cannula damage could not be determined, it could not be conclusively determined if this damage contributed to the reported leaking during wear. The device was received with the cannula assembly fully deployed. The device was inspected, and no evidence of blood was found. No damages or deficiencies were observed that would cause bleeding or bruising at the infusion site. No problem was found. No damages or defects were noted to the fluid path components that would contribute to pain during insertion. The exact cause of the reported pain during insertion could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 22 mmol/l (396 mg/dl). The pod was leaking while worn for between 37 and 48 hours. Patient noticed pain and bleeding at the site. The device was returned and investigated. Investigation found a tear in the pod's cannula.